Event description:
The following was reported to hamilton medical ag: original summary provided: during the use of the ventilator connected to the patient gs site to the beed #5, the doctor on shift, try to change the ventilation mode to perform the recruitment maneuver and discovered the impossibility to change the paramenters: in particular the ventilator didn't allow to change the I:e ratio (the command seems to be apcetted from the monitor but was not performed by the ventilator and the visualization of the I:e ratio didn't change. Moreover appears the volume limit alarm with a reading on the display of 170 ml with a volume limit set to 800 ml. During the attempt to set the previous ventilation mode the display of the ventilator switch of itself for about 3 seconds, then the display restarts showing the previous ventilation mode used in the correct manner. There have been no repercussions on the patient, which always have received respiratory assistance and it was timely connected to another ventilator after the detection of the described problem.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing section b5 corrected with original incident description.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The ventilator worked as intended but the user expected another behaviour of it. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. No patient, user or third party harm was reported. The root cause was determined to be a usage error by using the wrong mode and no correction was necessary.

Event description:
The following was reported to hamilton medical ag: original summary provided: during the use of the ventilator connected to the patient gs site to the beed #5, the doctor on shift, try to change the ventilation mode to perform the recruitment maneuver and discovered the impossibility to change the paramenters: in particular the ventilator didn't allow to change the I:e ratio (the command seems to be apcetted from the monitor but was not performed by the ventilator and the viasulization of the I:e ratio didn't change. Moreover appears the volume limit alarm with a reading on the display of 170 ml with a volume limit set to 800 ml. During the attempt to set the previous ventilation mode the display of the ventilator switch of itself for about 3 seconds, then the display restarts showing the the previous ventilation mode used in the corret manner. There have been no repercussions on the patient, which always have received respiratory assistance and it was timely connected to another ventilator after the detection of the described problem.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: ventilator does not resume the ventilation after the use of the suction tool.

Event description:
The following was reported to hamilton medical ag: original summary provided: during the use of the ventilator connected to the patient gs site to the beed #5, the doctor on shift, try to change the ventilation mode to perform the recruitment maneuver and discovered the impossibility to change the paramenters: in particular the ventilator didn't allow to change the I:e ratio (the command seems to be apcetted from the monitor but was not performed by the ventilator and the viasulization of the I:e ratio didn't change. Moreover, appears the volume limit alarm with a reading on the display of 170 ml with a volume limit set to 800 ml. During the attempt to set the previous ventilation mode the display of the ventilator switch of itself for about 3 seconds, then the display restarts showing the previous ventilation mode used in the corret manner. There have been no repercussions on the patient, which always have received respiratory assistance and it was timely connected to another ventilator after the detection of the described problem.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The ventilator worked as intended but the user expected another behaviour of it. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. No patient, user or third party harm was reported. The root cause was determined to be a usage error by using the wrong mode and no correction was necessary. Hamilton medical ag complaint number: (B)(4). Follow-up 3 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g1, g6, h2, h4, h11.